Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified missing shell, flat creases, brown particles material was found on the shell and the device were broken shell. A weight test of the device was verified and the device underweight . A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side ¿anxiety about product¿. The device has been explanted and was found to be ruptured.